Event description:
The customer reported that a patient receiving a pca infusion desaturated and coded. Initially post-op the patient was on dilaudid pca for 2 hours but was not receiving relief. At approximately 9 pm the infusion was changed to morphine 30 mg/30 ml with no basal rate, pca dose 2 mg, 6 minute lockout, max limit 12 mg/hr. (The initial order had been for a max limit of 20 mg/hr but the pharmacist called the physician to adjust it as the pharmacist felt that was too high a limit.) The patient was doing well until around midnight when she deteriorated and required resuscitation. The morphine was stopped and the patient was intubated and was not doing well after the event. The customer requests an event log review for a possible over infusion.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.